Event description:
A (B)(6) male pt contacted zoll to report that his monitor was displaying code 107 (multiple abnormal shutdowns).

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (multiple abnormal shutdowns) was confirmed. Upon eval, there were broken solder connections to the u413 can controller pins 2, 3, 4, 9, 14, and 18 which caused intermittent communication between the monitor and electrode belt, which likely caused the abnormal shutdowns. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective monitor.